Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that ten days later the patient presented emergently with a cold left leg. An angiograph identified a left limb thrombus. The physician carried out an embolectomy to remove the thrombus and re-aligned the limb with an endurant limb ((B)(4)). A non medtronic balloon expanding stent was placed distally to the endurant limb to address severe stenosis distal to the left graft limb in the common/external iliac artery. Per the physician, the cause of the event was anatomy related due to the noted stenosis in the left iliac artery causing insufficient outflow in the left limb. No additional clinical sequelae were reported, and the patient is fine. Medical history; emergency evar